Manufacturer narrative:
On 9-sept-2021, mentor received additional information regarding the suspected medical device and patient¿s symptoms. The lot number of the suspected medical device is 6666944. Initially, it was reported that the patient experienced bilateral deflation. However, additional information revealed that the patient experienced only right-sided deflation. H.6. Medical device problem code , appropriate term/code not available (a27): no product quality issue with the information provided, there is no evidence that a mentor device contributed to any serious deterioration in the state of a patient¿s health, a life-threatening illness, permanent impairment of a body function, permanent damage to a body structure, or a need for medical or surgical intervention. As a result, this event has been assessed as not MDR reportable. Should additional information be received in the future, this event will be reassessed. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufactured and expiration dates for lot 6666944: manufactured date: 4-jan-2013, expiration date: 31-dec-2016. Manufactured and expiration dates for lot 6616191 : manufactured date: 1-aug-2012, expiration date: 31-jul-2016. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 275cc mentor smooth round moderate profile prostheses and experienced bilateral deflation and right-sided capsular contracture and breast cyst postoperatively. The patient had a consultation with a healthcare professional, and ultrasound indicated right-sided breast cyst. As a result, the patient underwent removal and replacement with two 275cc mentor smooth round moderate profile prostheses (catalog #3501640, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. The lot number of the complaint device is either 6666944 or 6616191. Follow-up is currently in progress for clarification. If additional information is received in the future, a supplemental report will be submitted. This report is for the left-sided prosthesis.